Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a failure code 500:320:658:0000. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a failure code 500:320:658 interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 500:320:658:0000 was confirmed in the device event history but not duplicated during product evaluation. The root cause of this condition was assigned to a faulty main keypad the main keypad was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92.